Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The issue of iipv was confirmed in the logs but not duplicated during pal evaluation. The cause was insufficient drain. False empty detect and use error, inappropriate bypass of the low drain volume alarm. Device met specification relative to iipv. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During evaluation, an additional issue of an increased intraperitoneal volume (iipv) event was found in the patient event logs: occurrence date (B)(6) 2011 with drain volume of 4464 milliliters (ml) during cycle 5. Probable cause: insufficient drain. False empty detect and use error, inappropriate bypass of the low drain volume alarm.